Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code 150610006, work order (B)(4) was manufactured on the 11 may 2012. 18 parts were manufactured per specification and all raw material met specification. There was one non-conformance found to be associated with work order (B)(4). Nc-009683 was raised to add a second associate inspection step at laser operation. This was a non-product non-conformance. Therefore, this nonconformance is unrelated to the complaint failure mode ¿loosening¿. There were no deviations found to be associated with work order (B)(4). There were two scrap parts found to be associated with work order (B)(4). One part was scrapped for a casting defect a025. One part was scrapped for inclusions a105 under mrr 1280323 at the cleanline step in the process. Both scrap reason codes are visual failures and are unrelated to the complaint failure mode ¿loosening¿. Work order (B)(4) was reprocessed under two mrr¿s while the batches was in process: mrr 1280278 was created for 19 parts to be re-blasted and re-polished. There were no scrap parts or deviations recorded during the reprocessing of this mrr. Mrr 1280323 was created for 2 parts to be re-polished and processed through the cleanline. One part was scrapped and the cleanline. The scrap reason code was a visual failure and is unrelated to the complaint failure mode ¿loosening¿.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune tka to treat pain and limited mobility due to avascular necrosis (avn). The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. The surgeon notes that the patient¿s poor bone quality due to avascular necrosis. Patient received a revision of the right knee to treat pain, instability, and walking difficulty secondary to progression of preexisting femoral avn and tibial tray loosening. Upon entering the joint the surgeon identified and excised scar tissue. The femoral component was well-fixed but revised. The surgeon notes the preexisting femoral avn lesion had progressed, consuming approximately 70% of the distal metaphysis. The tibial tray was loosened and debonded at the cement to implant interface. There was no reported product problem with the explanted tibial insert. The patella was well-fixed and retained. The patient received competitor revision products utilizing depuy cement x 5. The procedure was completed without complications. Doi: (B)(6) 2013. Dor: (B)(6) 2019; right knee.